Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. During the functional testing the device displayed an error code 5 and squeaking noise was heard. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. This caused the squeaking and vibration that was heard. This was also the cause for the error code given. It is possible that the damaged to the retention pin insulation happened during the assembly process.

Event description:
It was reported that before a laparoscopic oophorectomy, an error 5 was displayed at the setting. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.